Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged high bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level, however, a specific value was not provided. Cause was unknown. Reportedly, the customer delivered a bolus with the pump and administered a manual injection to address bg level. Additionally, the customer received an altitude alarm while not outside of the labeled operating altitude range. Reportedly the customer reverted to manual injections for insulin therapy.